Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedance wasn¿t determined. The rep reported that the patient was reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was unable to increase stimulation. The patient was getting ¿can¿t provide desired intensity¿ message. The rep indicated an out of regulation (oor) contributed to the issue. The rep reported that the patient was unable to use all 3 groups given to her; the patient got the same message on all when attempting to increase. The rep was to meet with the patient on (B)(6) 2019 for an impedance check and reprogramming. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was reprogrammed. The rep reported that the patient had one electrode with high impedance in which he was able to program around. No further complications were reported.